Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) old, male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy, experienced drain complications and was subsequently admitted to a hospital for fluid overload and shortness of breath on (B)(6) 2015. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. On (B)(6) 2015, the patient was discharged from the hospital. The pd nurse stated that the fluid overload and shortness of breath was not related to the device or pd solutions, but rather the patient was reabsorbing fluid instead of draining out fluid due to the patient's peritoneum not functioning properly.